Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report water bottle filling errors on a dimension exl with lm instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse inspected the instrument and found the heterogeneous module (hm) sample drain was leaking. The water bottle connector under the water bottle contained bleach inside the p1a connector. After cleaning the connector, the cse observed that the male pins were stuck inside the female sockets of water bottle connector. Additionally, the five pins relating to water fill solenoid and overflow float showed evidence of corrosion. Next, the cse replaced the hm drain. Also, the cse turned the instrument off and replaced the cable for water bottle from the auxiliary (aux) board. Once completed, the cse turned on the machine, and while the instrument was booting, detected a burning smell. The cse attributed the burning smell to the reagent management system (rms). The cse continued to inspect the instrument and observed evidence of corrosion of components and determined a leak from the rms drain, which leaked onto a vacuum pump. Next, the cse replaced the heat source in the wok, the blower snout, the primary vacuum, the micro switch on the waste pump, the main vacuum unit, the aux board, the air compressor, the waste pump, and the alternating current relay board. Then, the cse changed the motor control boards (mcbs), reseated connectors for back plane, and replaced mcb 2. After that, the cse used a stylet to clean the hm probes and cleaned the cabling for the water bottle connector. Lastly, the cse ran a system check and quality controls, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer indicated that the water bottle was not filling on a dimension exl with lm instrument. A siemens customer service (cse) was dispatched to the customer¿s site and determined that the sample drain malfunctioned, which caused bleach to leak onto the connector. In turn, the water bottle shorted. Hence, this report is being filed in an abundance of caution. There are no known reports of smoke, fire, or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00081 with the FDA on 28-feb-2024. Additional information (29-feb-2024): in addition to the actions performed by siemens customer service engineer (cse), as reported in the initial MDR, the cse replaced the water bottle, vacuum pump, and reagent management system drain. The instrument is performing according to specifications. No further evaluation of this device is required.